Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have blade damage at the midpoint and tip of the blades. This failure makes it difficult to open and close the blades. Both blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The instrument was installed in an in-house system and failed the cut test attributed to the blade damaged. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors would not close properly. The procedure was completed with no reported injury.